Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 of the initial, as that information was inadvertently left off of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image was not displayed when the power was turned on due to a failure of the band imaging (bi) board. The cause of the faulty bi board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during inspection for use. The high-definition lcd monitor had no image displayed, even after the power was turned on. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed. Moreover, the device failed to start due to band imaging (bi) board failure, buttons were not working and the screen had scratches. Also, the rear cover had a crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.